Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a main body connecting section came off. The issue occurred during service and maintenance. There were no reports of patient involvement.